Manufacturer narrative:
The investigation into the purge issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: aic logs confirmed the reported failure mode. The purge cassette¿s piston had 0% of range once inserted, which is related to the stepper motors inability to move. Eventually, the console triggered a purge system failure alarm. Device analysis: upon arrival for investigation, the console was found to have glucose build up on the stepper motor¿s gasket which did not allow for the spindle to move. This was confirmed by trying to move the spindle when the console was not powered on. The cause of the purge system failure was due to build up of glucose on the stepper motor. The cause of the glucose build up was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported an aic purge system failure that could not be resolved with a new purge cassette. The console was taken out of service and replaced with a backup. There was no reported harm or injury to the patient.